Event description:
It was reported that the merlin.net transmission showed the patient's right ventricular (rv) lead exhibited noise oversensing. The patient was brought into a clinic and the programming changes were made. The patient was stable throughout.